Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the transvenous system was abandoned due to continued high out of range shock impedance measurements. An subcutaneous implantable cardioverter defibrillator (s-ICD) was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable defibrillation lead exhibited high out of range shock impedance measurements. At a previous device change out procedure, approximately six years earlier, high shock impedance measurements had been observed however did remain within range. Boston scientific technical services (ts) discussed troubleshooting options including commanded shock delivery to test the system. Subsequently, a shock was delivered which yielded an acceptable measurement. Ts discussed continued monitoring of the lead as well as potential replacement at a later date. No additional adverse patient effects were reported.